Event description:
Chair fell apart causing resident to fall and receive a bump on right side back of head. Resident also had scrapes on right shoulder and back of right arm. User facility incident report states: the front right leg support looks like it pulled out of the front leg, then the back leg folded under the chair and other joints broke from the stress.

Manufacturer narrative:
After eval of device, MFR of the device determined that user facility had modified the legs of the device. MFR determined that user facility had used a commercial plumbing pipe and glue to replace the legs of the chair which contributed to the event. After reviewing the user facilities incident report and eval of device, the device failed at the point that the user facility had modified the device.